Event description:
Reportedly, the yellow and blue ports were reversed. It was further reported that the yellow port could not be flushed. The catheter was switched with a new catheter and same issue was identified. The nurses were able to identify the correct ports, which corrected the problem and no pt complications were reported. Package were thrown away and lot numbers were unable to be provided.

Manufacturer narrative:
Device not returned.